Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: 21129217, medical device expiration date: 2022-12-09, device manufacture date: 2021-12-09. Medical device lot #: 21119801, medical device expiration date: 2022-11-02, device manufacture date: 2021-11-02. Medical device lot #: 21119800, medical device expiration date: 2022-11-02, device manufacture date: 2021-11-02. Medical device lot #: 21089075, medical device expiration date: 2022-08-18, device manufacture date: 2021-08-18. Medical device lot #: 21109127, medical device expiration date: 2022-10-26, device manufacture date: 2021-10-26. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that there are 159 bd alaris smartsite extension set that experienced flushing issues. The following information was provided by the initial reporter: flushing issues; smartsite not opening.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 15-apr-2022. H6: investigation summary: five samples (model #22003e-07, lot #21089075), 24 samples (model #22003e-07, possible lots #21089073, #21129217, #21109127, #21119799, #21119802), one sample (model #22003e-07, lot #21109127), 13 samples (model #22003e-07, lot #21129217), 75 samples (model #22003e-07, lot #21119801), 41 samples (model #22003e-07, lot #21119800), were returned by the customer. It was reported that the smartsite is not opening and they are experiencing flushing issues. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of 36 samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of 5 samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A root cause was unable to be determined. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model 22003e-07 lot numbers 21119801, 21119800, 21129217, 21089075, 21109127, was performed.

Event description:
It was reported that there are 159 bd alaris smartsite extension set that experienced flushing issues. The following information was provided by the initial reporter: flushing issues; smartsite not opening.